Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported by the caller, clinical account specialist that they noticed an st elevation when they were ablating the left inferior pulmonary vein using the farawave¿ pfa catheter. The qrs morphology change, (st elevation) was seen on the surface lead ECG. The caller noted a heart cath was performed after to check the coronary arteries which confirmed the st elevation. The caller noted that no medical intervention was provided to the patient (just diagnostic). The patient last know status was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).